Event description:
The account stated the CPR handle was used to lower the head section while a patient was on the bed. When the handle was released, the bed then went into a trend position and could not get the bed to level.

Manufacturer narrative:
The accounts engineer found the left CPR/trend handle was bent and sticking. He adjusted the handle pivot bracket to repair the bed.